Event description:
A patient alleges she experienced severe postoperative pain in her left hip at the iliac crest harvest site which, inter alia, caused her to suffer mental anguish and significantly impaired her ability to safely walk. On (B)(6) 2009, the patient underwent and x-ray which showed a retained foreign object in her left hip.  The patient then underwent a second surgery on (B)(6) 2009, to reprove the retained foreign object, during which a metallic foreign object was removed from the left hip at the iliac crest harvest site. It is alleged that the foreign object was part of the carefusion product (B)(4).

Manufacturer narrative:
(B)(4), if additional information becomes available it will be provided in a follow-up.